Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator had an accept button that was not functioning. There was no patient involvement when the issue occurred. No patient or user harm reported. While performing preventative maintenance, the biomed observed that the v60 ventilator had an accept button that was not functioning (failed test 4: controls). Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
A follow up was performed, and it was reported that a switch printed circuit board assembly (pcba) was consumed. After the part was replaced, the device was tested, and it was reported that the device operated as designed. The responder reported that the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.